Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 09-mar-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the full height drawer 5 was closed, but the station did not detect it even after a reboot. A field service engineer (fse) removed the drawer and replaced the latch inseparable, then rebooted the device and tested in hardware test application. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer 5 was closed but the station did not detect it. The customer stated there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this event.